Event description:
The customer received a control reading that was not automatically marked by the contour next link as a control test, which will be displayed as a blood result when accessing the meter's memory. No adverse event was alleged. The customer returned the test strips for investigation. New meter, strips and control were sent to him.